Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After the alarm, the customer resumed insulin delivery and the occlusion alarm did not reoccur. The customer's blood glucose (bg) level was not impacted. The customer had delivered a correction bolus to address the bg level.